Manufacturer narrative:
Correction: d4: model # additional information: h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem "detects the tubing even after using the new tubing resulting in difficulty to operate the device" was reproduced as a clean load point #2". A review of the event history log revealed multiple "reload set!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump detects the tubing even after using the new tubing resulting in difficulty to operate the device during testing in the biomedical service department. There was no patient involvement. No additional information is available.